Event description:
It was reported that during a routine office visit, the patient was experiencing atrial tachycardia/atrial fibrillation (at/af). The device recorded 3 at/af episodes where the lower rate (lr) observed during the episodes was 40 beats per minute, yet the programmed lr was 60 beats per minute. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed that based on sequence of events, the cause may be due to reprogramming activity undertaken at the doctor's office. It was noted that the lower rate was programmed to 40 bpm and then a programmer session started (B)(6) at 11:37 am. The times of the episodes are concurrent with the patient's office visit in which the lower rate was re-programmed to 60 bpm and the device was not subsequently interrogated.